Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, the pump exhibited ?no disposable alarm". It was reported that the pump alarmed no disposable when starting new pre-filled cassette. It was also reported that after switching to a new cassette, the pump started without alarm. No patient injury reported.